Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm. No patient harm was reported. Further investigation, including testing of the module by the philips bench repair facility, showed that the module passed all functional tests. The users had stated that the module had been unused for an extended period of time. We will consider that the users were not familiar with the operation of this module. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a failure to alarm. No patient harm was reported.